Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings which triggered the threshold suspend alarm. The customer stated that the sensor glucose was reading below 60, but her blood glucose level was 101 mg/dl at the time of the incident. Troubleshooting was performed. The customer had already removed the sensor and inserted another one which she didn't have problems with. The customer was advised about the recommended insertion and calibration process. Most recent blood glucose level was 140 mg/dl. The sensor will not be returned for analysis.